Manufacturer narrative:
Retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. We have requested further information, a questionnaire to be completed and customer samples for testing but have received neither. The initial reporter has informed us after requests on (B)(6) 2025: "this information was provided by a confidential third party. No contact information is available and no additional information can be provided. There is no contact information in the file so there can not be any follow up completed. This file will be closed on 7/9/2025". We therefore will also close out the investigation and the report. No conclusion can be drawn what might have caused the claimed incident.

Event description:
On june 23rd, 2025 we have been informed about an incident involving a dispersive electrode. A "cardiovascular procedure" was performed at (B)(6). A megadyne dispersive electrode catalog number 0855c (our model rs271a30) and a medtronic generators model: fx-c and ft10 generator had been used. The initial report was stating that "it was reported to j&j employee that there was a burn that required follow up treatment. Electrodes were used with medtronic generators. Used with fx- c generator. Used with ft10 generator. No additional information can be provided. This information was provided by a confidential third party. No contact information is available and no additional information can be provided" no further information was provided on the body type / weight of the patient, patient skin, if skin weakening medical substances have been used (e.g. Steroids), whether the placement sites was prepped, the orientation of the dispersive electrodea relative to the surgical area, the duration of the procedurea and activation cycles despite requests.